Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
Rep reported that surgeon gave notification that he would be performing a revision of patient's sbi radial head construct due to bone resorption around the neck. Revision has not been performed as of (B)(6) 2017. Rep has no further details at the time of report.